Event description:
Reporter stated that a pt capillary sample was tested, using the suspect device, with a result of 555 mg/dl. One min later, a venous sample was reportedly obtained from the same pt and when tested in the facility's laboratory measured 105 mg/dl. Reporter was unable to provide any pt-specific info (diagnosis or treatment). At the time of the report, the suspect device had been removed from svc, reporter was unable to provide any info about qc testing. Technical support requested the return of the suspect product and replacement product was shipped.